Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that following the implantation of a new intracranial pressure microsensor (ID 826631), ward monitoring data showed inaccurate readings with abnormally high values. Monitoring was discontinued, and the microsensor was removed without replacement.